Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The interlock assembly was found to be damaged. The proximal end of the interlock was bent inward preventing the handle from inserting completely into the sulu. This damage prevented the sulu from being properly loaded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this damage may occur if the sulu is mishandled during loading. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the reload was loaded onto the stapler, but the stapler could not fire. There was no medical intervention or patient injury. The patient is stable. No reinforcement material was used.